Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30700761l, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade requiring pericardiocentesis. It was reported that when the procedure was completed, pericardial effusion was confirmed by echocardiography. Blood pressure was around 110 maximum, spo was in the high 90s, abnormally high impedance during the procedure. No abnormality in cf. There was no pop that seemed to occur during ablation. Breathing stopped and rough breathing was occasionally observed. After confirmation of pericardial fluid, protamine and noradrenaline was administered. Thereafter, pericardial drainage was performed. There was no decrease in blood pressure, and the patient returned to the room in stable condition. Atrial septal puncture was performed with a rf needle. Ablation was performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate was high flow:8-15, low flow:2/pre-rf time:1/post-tf time:2. The physician commented that ¿I don't think there was anything unusual at the time of ablation.¿ medical history includes previous ablation treatment for af. The physician¿s opinion on the cause of this adverse event is that there were no specific events during ablation. Drainage was performed as the intervention. The patient outcome of the adverse event is improved. The patient did not require extended hospitalization because of the adverse event. Other relevant history includes previously received ablation treatment for af. A smartablate generator was used in the event. A transseptal puncture was performed using an rf needle. The event occurred post procedure. An irrigated catheter was used in the event, the flow setting was high flow: 8-15, low flow:2/pre-rf time:1/post-tf time:2. Real time graph; dashboard; vector; and visitag force visualization features were used. Fot additional filter used with the visitag. Tag index color option was used prospectively. The soundstar lot number is e8359855. Generator parameter used was power control mode. High impedence is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 8-may-2022, bwi received additional information regarding the event. The generator¿s set up was for stsf. The pump flow setting was normally interlocked with the generator. There was no error messages with bw devices during the procedure. No notable test/laboratory data. On 10-may-2022, further investigation was received indicating that the parameters for stability was 3mm/3s/3g-25%/2mm. The impedance did not exceed the cut-off value. Lastly, on 30-may-2022, bwi received the following information: the physician¿s opinion was there are no specific events during ablation. The patient condition was improved. The patient did not require extended hospitalization because of the adverse event. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. The impedance cut-off value was not exceeded. The generator parameters and thresholds were set to power control mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).